Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the generator would not complete start up. To resolve the reported issue, the representative replace the stand alone board on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not pass "system booting please wait." On the pendant. No additional information was provided. There was no patient present when this issue was identified.